Event description:
I started feeling fatigue, sleeping, gaining weight, body aches, joint pain. Was diagnosed with graves disease, celiac disease, tested positive for sjogrens and sclerodermia, fibromyalgia, brain fog, forgetfulness, neuropathy and rashes, between 2013 - 2014. Was on disability for 2 years.